Manufacturer narrative:
A supplemental MDR is being submitted per evaluation of the returned device. Sections g3, g6, h2, h6 impact code, clinical code, device code and h10 of this report has been updated. As per returned device, the esheath+ distal tip was opened but no distal tip split was observed. Therefore, there was no risk for injury. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in sweden, regarding a 29 mm sapien 3 transcatheter heart valve implantation in the aortic position via transfemoral approach, the procedure was conducted in accordance with tavi standards. At the end of the procedure, while withdrawing the delivery system, minor resistance was noted due to the balloon catching at the tip of the esheath. Despite this, the system was successfully removed through the esheath. The introducer was then inserted through the esheath, and both the esheath and introducer were removed together. Upon removal, it was observed that the tip of the esheath was damaged (distal tip split), and the introducer was not within the lumen of the esheath. No vascular complications or damage to the patient was observed. The slight change of color on the patient's leg was due to thrombocytopenia and not to vascular/tavi procedure issues. Patient was stable post-procedure.